Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage from the body part. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-jun-2025. Investigation summary: bd received one sample and nine photos for investigation; the evaluation of both indicates leakage. Additionally, ten retained samples were used for functional tests, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage from the body part. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 11-jun-2025. Investigation summary: bd received one sample and nine photos for investigation; the evaluation of both indicates leakage. Additionally, ten retained samples were used for functional tests, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage from the body part. There was no health impact or consequence reported.